Manufacturer narrative:
Ocd performed a batch record review. Satisfactory results were observed. Customer reported that upon troubleshooting, low liquid levels were observed in some of the cards. Customer was instructed to inspect cards prior to use as instructed in the IFU. (B)(4).

Event description:
Customer reported that during donor retype testing in manual gel, a group a+ donor unit typed as ab+. The anti a microwell reacted 4+ and the b microwell reacted 3+. The customer repeated the testing after washing the cells 3 times with saline and making the appropriate cell suspension. A 2+ reaction was noted with the anti b microwell. No erroneous results were observed.